Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, it is likely that during advancement of the barewire, damage (kink/bend) to the barewire occurred causing difficulty advancing and retracting the delivery catheter over the barewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 70-80% stenosed internal carotid artery with mild calcification and mild tortuosity. The large emboshield nav 6 embolic protection system (eps) was advanced to the intended to location; however, advancement took several attempts. The filter was deployed, but when the delivery catheter was being removed, the barewire and filter were removing with the delivery catheter. Therefore, the deployed filter and barewire were pulled into the introducer sheath, and everything was removed as a single unit. Another emboshield eps, was used, followed by implantation of an acculink stent and dilatation with a viatrac balloon. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was reported.